Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-07707, 1627487-2024-07738 it was reported that during procedure (related manufacturer reference number: 1627487-2024-07707), both extensions had high impedances that would not clear. Patient reported having a fall. Surgery time was increased by approximately 30 minutes. Surgical intervention was undertaken wherein both extensions were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.